Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced dry eye symptoms, discomfort from glare when watching the computer monitor, tv and or cell phone. She has also experienced cloudy distance and intermediate vision. Additionally, there are two dark light rings in the vision of the right eye. The doctor has advised her that it will take more rest and time to adapt to the iol. The doctor prescribes an unknown eye drop to treat the eye dryness. Additional information has been requested.